Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a stuck guidewire occurred. During an atrial fibrillation ablation with farapulse procedure, a farawave nav catheter was selected for use. After completing the applications in the left superior pulmonary vein (lspv) and the left inferior pulmonary vein (lipv), the merit rosen guidewire became stuck in the catheter. The physician advanced the wire and went from flower to basket, but that did not fix the issue. The physician took the farawave catheter out of the body and tried again and could not remove the wire. The guidewire remained stuck in the catheter. The tech additionally mentioned that when prepping the catheter, the slider felt "gritty" and did not slide well, but it was able to go from flower to basket well. The catheter was replaced and the procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.